Event description:
The reporter stated, that the surgeon was inserting a single piece toric silicone lens model aa4203tl and the lens tore in half upon insertion. The surgeon removed the lens without enlarging the incision and replaced with another model lens. The reporter stated, it was due to being loaded incorrectly. No pt injury.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens is torn in half from one haptic to the other haptic. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval.